Event description:
Customer reports applier and clip did not release from vessel. No pt and/or user injury. No medical/surgical intervention reported.

Manufacturer narrative:
Sample requested for eval. Sample not received at time of this report.